Event description:
It was reported that the syringe 0.3ml 30ga 8mm experienced hub separation from the device. The following information was provided by the initial reporter: the customer reported about needle/shield separation from the barrel.

Manufacturer narrative:
H.6. Investigation: samples were received and photos were forwarded to the manufacturing site for evaluation. Customer returned photos of a 3/10cc, 8mm, 30g syringe in a poly bag from lot # 0041293. Customer states that there is needle/shield separation from the barrel. The attached photos were examined and did not exhibit the hub assembly separated from the barrel. A review of the device history record was completed for batch # 0041293 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Root cause cannot be determined at this time as the issue is unconfirmed.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the syringe 0.3ml 30ga 8mm experienced hub separation from the device. The following information was provided by the initial reporter: the customer reported about needle/shield separation from the barrel.